Event description:
Additional information: it was reported the patient was doing fine.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: although a specific cause could not be conclusively determined during this evaluation as no product is available for investigation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared consistent with the potential driveline wire compromise previously captured in (B)(4). Evaluation of the submitted log file confirmed pump stops and low pump speed events on (B)(6) 2022. According to the account, the patient has a known short-to-shield (refer to (B)(4)) and was placed on an ungrounded patient cable at the time of the abnormal pump operation. The patient routinely uses an ungrounded patient cable and was placed back on an ungrounded patient cable with resolution of the confirmed events. The pump appeared to function as intended. The heartmate ii operates on a three-phase motor in which each phase is powered by two redundant wires. If the exposed conductors of a damaged wire contact the metal braided shield while operating on a grounded power source (such as the power module with a grounded patient cable or the mobile power unit), a short to ground will result in abnormal pump operation. The patient remains ongoing on (B)(6) with no additional complaints reported at this time. The device history records were reviewed for the hmii lvas (serial number:(B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 23mar2015 via customer order number: (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), document #10006960, rev. C. And the heartmate ii patient handbook document 10006962, rev. C are currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms including driveline fault, low speed advisory, low flow hazard, and pump off alarms and how to respond to such events. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent an exchange of the external portion of their driveline earlier this year secondary to short to shield. The patient continued to experience pump stop alarms. The patient normally used ungrounded cables because of this issue, but in this instance the grounded cable was used and the patient had pump stop alarms again. Log files were collected and patient was placed back on an ungrounded cable. The log files captured speed reductions and pump stop events on (B)(6) 2022.